Event description:
It was reported that following a hernia repair, the patient developed complications. When the patient was reopened that same evening, the surgeon noticed that some of the anchors came lose and perforated the bowel.